Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra smart meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2017. The patient stated that he obtained an alleged inaccurate high result of ¿150 mg/dl¿ on the subject meter, he reported that he later developed symptoms of ¿light headed had vision problems and became unresponsive¿. The patient manages his diabetes with insulin humalog 75/25 (no adjustments) and reported that his relative called emergency medical services (ems) and they retested his blood and obtained a blood glucose result of 45 mg/dl, more than 30 minutes after obtaining the first result. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he received unspecified IV fluid as treatment from an hcp and was taken to the hospital. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. Additionally, the patient received treatment from a healthcare professional for an acute diabetes excursion.